Event description:
During an incident in 1999, involving a pt in cardiac arrest, this defibrillator was in the process of charging when it aborted with a message to "check electrodes". The wires to the pads and to the machine were checked, the unit was turned off and back on, the electrodes were pulled from the pt's chest and reapplied, but the unit would not clear the "check electrodes. Als arrived and used their defibrillator with the same pads and it also read "check electrodes". They attached another set of electrodes to the pt and then they were able to shock. The pt was transported to a hosp and was still there, not expected to pull through. The initial pads were disposed of and not available for eval. The pt's skin was dry and not hairy.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing included verification of the unit's impedance detection circuit and ability to treat a rhythm. The returned pt cable was verified to be operating properly. The returned mcm was empty of incident info. The incident electrode pads were not returned, but the box of pads from which the incident pads was taken was returned (expiration dated 2001-03) and a pair was tested by the tech to be operational. The "check electrode" prompt is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain this prompt and what to to should it be experienced. We believe that poor pt-to-electrode pad contact, high transthoracic pt impedance or a combination of these factors prevented the device from analyzing the pt. Poor electrical contact can be caused by many factors including, but not limited to, the pt's skin condition and hair, skin preparation, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our eval.